Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: oct 06, 2023. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: no germs detected. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - bending section rubber glue - separated. - distal end - defective thread. - probe unit ¿ damaged. - bending tube ¿ movement. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. As a result of confirming contents of instruction manual of gf-uct180, following sections describe reprocessing method: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope tested positive on (B)(6) 2023, for 38 colony forming units (cfus) of stenotrophomonas maltophilia and staphylococcus epidermidis, all channels were sampled. The device was sampled again on (B)(6) 2023 and tested positive for >63 cfus of pseudomonas putida, all channels sampled. The device was sampled again on (B)(6) 2023 and tested positive for >59 cfus of stenotrophomonas maltophilia, all channels sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The automated endoscope reprocessor (aer) used was cantel, there were no defects on the aer used, the disinfectant / detergent used were cantel, all channels were connected with tubes when the endoscope was setting up into the aer, the concentration and expiration date of the disinfectant was controlled, filtered water was used as the rinse water, the water filter was changed periodically in accords with the instructions for use, the device was dried by blow drying with filtered compressed air, and stored in a simple cabinet. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.